Manufacturer narrative:
(B)(4) concomitant medical products: tibial tray item # 42532007102, lot # 63818917; femoral tray item # 42500606602, lot # 63741075; patella tray item # 42540000035, lot # 63925582; palacos cement item # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty and subsequently, the patient was revised 18 months later due to instability, pain, swelling and ligament laxity.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; however, complaint is confirmed by review of medical records received. Review of the available records identified pain, swelling, effusion, laxity, noise and revision of the polyethylene bearing. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.